Event description:
It was reported that during a percutaneous coronary intervention (pci), an intravascular ultrasound catheter (ivus) distal tip detached. The lesion was 99% stenosed located in a moderate tortuous and severe calcified area of the left circumflex (lcx). The lesion was confirmed with ivus followed by pre-dilation with a balloon catheter. A stent was deployed in the lesion and confirmed with ivus a second time. It was reported that there was no resistance upon withdrawal. After device removal from the patient's body, the physician observed that the distal tip had detached on the guidewire. No patient complications were reported.